Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had consistently failed at the station. A field service engineer reconnected the smart remote manager to the refrigerator. The refrigerator's side was warped, which prevented the smart remote manager from being properly aligned. The customer has been advised that if the smart remote manager continues to detach after this reconnection, they will need to either replace the refrigerator or have a maintenance switch. The door hinge to operate from the opposite side, which was addressed to resolve the issue. The serial number, UDI and manufacturer details were kept blank since the given asset information was found to be that med srm was not linked to the medstation device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the smart remote manager on the emergency room pyxis refrigerator consistently failed, preventing access to medications for a patient. This incident did not result in any delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.